Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm hemostar catheter was returned for evaluation and two photos were provided for review. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A pinhole was noted on the center portion of the blue luer extension leg. A leak was observed from the extension leg when an in-house syringe with dye water was attached to the blue luer. The photo shows the implanted catheter with blood residue in the dressing. Therefore the investigation is confirmed for the reported fluid leak and the identified hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and three days post a dialysis catheter placement, the blood was allegedly found to be leaked from where the wings that hold both ports together which connect to the rest of the line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that two weeks and three days post a dialysis catheter placement, the blood was allegedly found to be leaked from where the wings that hold both ports together which connect to the rest of the line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm hemostar catheter was returned for evaluation and two photos were provided for review. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A pinhole was noted on the center portion of the blue luer extension leg. A leak was observed from the extension leg when an in-house syringe with dye water was attached to the blue luer. The photo shows the implanted catheter with blood residue in the dressing. Therefore the investigation is confirmed for the reported fluid leak and the identified hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, result) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and three days post a dialysis catheter placement, the blood was allegedly found to be leaked from where the wings that hold both ports together which connect to the rest of the line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.